Manufacturer narrative:
The technician isolated the issue to the right hand patient control circuit board. He replaced the circuit board to repair the bed.

Event description:
Info received indicates when the head section is all the way up, it will not lower. If the bed is unplugged it can be lowered with CPR, but when the bed is plugged back in, the head section rises by itself.